Event description:
This lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2013 due to intermittent sensing. Patient brought in for explant of rv lead after inappropriate shocks. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).